Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was showing fiber optic sensor error while on patient. Users swapped out console to continue treatment without issue, as opposed to reseating connection on console. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, component code, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was unable to replicate user complaint. Successfully completed a simulated treatment on unit, upon initially testing unit with testing catheter, trainer, and fo tester. Identified long listing of code 53 on 4 june 3, from about 1500 hours to midnight, correlating with user complaint. Logs attached for reference. Narrowed down issue to fiber optic module and fiber optic cable. Replaced aforementioned cable, fiber optic jumper, assy, fiber optic, rohs parts as a precaution. Post replacement, successfully completed a full function check on unit without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.